Event description:
User reported an increasing number of falsely elevated free t4s. The ft4 results range from 22 pmol/l upwards. The ft4 concentrations are normal when repeated by another method. It was reported that some of these patients have been treated inappropriately and several have been referred to endocrinologists. Medical history of the patients, clinical status and specimens were not provided. The investigational unit provided information and explanation about ruthenium interference and determination of reference range. As no samples were sent in, a more detailed investigation is not possible.